Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reaming attachment for trauma recon system does not function. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation in our service centre has shown that inside of attachment are sign of pollution. This pollution leads to the occurrence. Unfortunately we are not able to understand how this could happen; therefore we are not able to elaborate the exact reason which has led to this phenomenon. Further investigations concerning the manufacturing- and material records revealed that the present article conforms to update the specifications. This instrument is currently subjected to further investigations and our product development center is working on improvement measures to enhance the design. The attachment was manufactured according to the specifications.